Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion with sepsis. Additional information received from the field representative indicates that the pocket eroded and the incision did not close which led to an infection. There were no additional adverse patient effects reported. The crt-d was explanted.